Manufacturer narrative:
Patient demographics (age at ti me of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation ,therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during a bilateral elbow arthroscopy, the shaver blade stopped rotating. Surgery was finished successfully but surgeon had to use a manual burr and arthroscopy forceps to finish the subtotal coronoidectomy. Due to the switch of the surgical technique, operation took considerably longer than using the shaver. Anesthesia of the patient was stable and prolonged use did not cause any harm to the patient.